Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a trial patient. It was reported that there was lead migration/dislodgement resulting in the lead being in an anterior position. Imaging was performed. The patient had nearly the right stimulation so one week testing was decided. The lead was replaced on (B)(6) 2021 and the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 977a290, lot#: va2ft03019, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 21-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.